Event description:
At the beginning of the month, or staff reported an intermittent problem with a gyrus g400 rf generator not delivering energy during a case. Different cutting forceps were tried and worked for a while but failed again. However, g400 generator would look and sound like energy was being delivered normally. Cutting forceps were saved for the rep to examine. The rep came in with an engineer from gyrus and marketing manager who is in charge of the energy division to observe cases and verify problem. At a later date, the rep informed or staff that gyrus identified a problem with a particular circuit in the cutting forceps. As such, staff was told cutting forceps manufactured after the beginning of this month will have updated circuitry to correct identified issue of ceasing to deliver energy peri-operatively.